Event description:
Information was received that the cadd legacy pump stating high fusion alarms but infusing ok. Patient stated both pumps preforming this way. Pharmacy sent out replacement pumps. Dose or amount: 40nkm, frequency: continuous, route: intravenous. Dates of use: 2016 to na. Infusion is life-sustaining. No reported adverse effects.